Manufacturer narrative:
The lot number was provided for reported malfunction; therefore a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u415034rx pta balloon dilatation catheter allegedly experienced material deformation. This information was received from one source. This malfunction did involve a patient with no patient injury. Age, weight, and gender were not provided for the patient.